Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported that her mother was hospitalized for high blood glucose and diabetes ketoacidosis. Date of hospitalization was 08/12/2014. Blood glucose at the time of admission was 1000 mg/dl. The daughter stated her mother was vomiting due to her high blood glucose. The daughter also reported that her mother was being treated for her high blood glucose with an IV drip of insulin. The daughter also inquired how her mother could receive emergency supplies. No additional information provided.